Event description:
It was reported that the patient presented to the emergency room, upon interrogation of the pulse generator, it was found to be in backup vvi mode. The patient was asymptomatic. After a device software download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.